Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer had not reported and symptoms. The customer was treated for the low blood glucose with tablets to bring up the sugars. Customer¿s blood glucose level was 54 mg/dl. The customer reported about sensor continuing to ask for blood glucose and then calibration. The customer was troubleshoot for the calibration auto mode and the blood glucose was reported as 96mg/dl. The customer reported that they enter blood glucose and pump accepted got the blue shield on screen. The product was not returned for analysis.